Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose after changing their set. The customer had blood glucose in the 30 mg/dl range at the time of the incident. The customer was at 290 mg/dl at the time of the call. The customer was given food, juice, and glucose tablets to treat. The customer believes the pump was over delivering due to the lows after set changes. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had another low in the 40 mg/dl range after a set change in late november. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Unit was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. Unit passed the dat test at 0.08770 inches. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and stained address/serial number label.